Event description:
Central line was inserted without complication. On post op chest x-ray, the radiologist thought they saw a wire density projection in the right infrahilar region. After consultation with the surgeon, it was determined that a portion of the guidewire sheared off and migrated into the pulmonary artery branch. Surgeon did state it appeared to have unraveled but felt as if all of it had come out. The patient elected not to return to surgery to have the retained portion removed and the patient was discharged home without further incident. Original package was discarded.